Event description:
The patient contacted animas on (B)(6) 2013, reporting blood glucose levels up to 28 mmol/l with no reported symptoms. The patient indicated that the pump kept alarming and the pump would be on the verification screen. The patient reportedly replaced the battery cap with a new cap and but the pump rebooting issue continued. The patient stated that the battery cap was secured with a coin but the yellow o-ring remained visible; the patient stated that the battery cap would continue to spin and there was no identifiable damage to the battery cap or pump. This report is made based on the allegation that the patient experienced hyperglycemia related to a pump power issue.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. The pump user guide instructs the patient to tighten the battery cap until the user cannot see the yellow o-ring and then to tighten slowly until the battery cap is flush with the body of the pump. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 (B)(4) device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: a review of the pump black box showed that rebooting had occurred. The pump daily insulin delivery totals appeared inconsistent due to an unrelated time and date issue. The battery compartment was observed to be cracked and corrosion was observed on the battery cap. The battery cap secured to the pump and the pump powered on normally. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications; no rebooting or alarms occurred during testing. The battery cap was tested and was found to be within specifications. The pump was opened and there was no damage found to the power circuit.